Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was prepared without issues. The physician observed a fluid leak coming from the site where the side port flush tubing is connected to the sheath handle, air bubbles were also observed upon aspiration. The physician decided to complete the case with the same device. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was prepared without issues. The physician observed a fluid leak coming from the site where the side port flush tubing is connected to the sheath handle, air bubbles were also observed upon aspiration. No air bubbles were observed in the patient. The physician decided to complete the case with the same device. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, the device was returned with a severed tubing attached at the flush lumen port. The device was leak tested and failed. The device was examined on the microscope, and it was found damage on the flush lumen, where the adhesive filet bonds the lumen to the valve hub of the sheath. The defect was observed to leak as deionized water was injected through the flush lumen port, confirming this defect to be the source of the leak. Inspection of the hemostatic valves found no abnormalities, confirming the flush lumen defect to be the main cause of the allegation for this event. Based on all available information, the cause traced to device design conclusion code was selected for the "visible air/bubbles" and "leak." Allegations.